Event description:
It was reported the pt is experiencing pain, difficulty standing and length discrepancy.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.